Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2088tc st jude lead, implanted (B)(6) 2014. (B)(4)

Event description:
It was reported that the patient went to the emergency room after receiving an inappropriate shock. Electromagnetic interference was suspected with the device, as the patient was located just outside a recording studio at the time of the shock. The device remains in use. No further patient complications have been reported as a result of this event.